Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, after t1 was implanted, the t2 of a fast-fix 360 failed to deploy normally, resulting in t2 not anchored to the meniscus. T1 was left secured in the patient. Surgery was completed with a back-up device instead. There was a delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was not received for evaluation. However, another device was received. A visual inspection revealed that it is not in its original packaging. The insertion device was returned with the actuator bar fully extended with the cut suture and t1 implant returned off the device. There is biological debris on the returned device. A functional evaluation was performed on the returned device and found it does not cycle as designed. A complaint history review found similar reported events. A clinical review states that intraoperative photos were provided for review; however they do not indicate a root cause for the reported event. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. The device IFU does note that ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use.¿ the t anchor implants are implantable, so biocompatibility is not an issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The investigation did not identify a definitive root cause. However, probable causes for the reported failure in this event could include: (1) the application of unintended, inappropriate, or excessive force during device use, (2) user failure to fully actuate the device during the implantation process, and (3) tolerance variability in the bending process between the needle and actuator, which could have potentially caused the actuator to become stuck or slide below the implant, preventing it from properly picking up the implant for deployment. The manufacturing process was reviewed, and a process enhancement was implemented to reduce the variability in the bending process of the actuator and needle, thereby reducing the risk of a stuck actuator within the needle. Although this potential cause has been addressed, the investigation could not conclusively determine this as a definitive root cause. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.